Event description:
Subsequent to the initially filed reports, the following information was provided: a 5f mpa guiding catheter was used to retrieve the nav6 protection device. No additional information was provided.

Manufacturer narrative:
A visual inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, a definitive cause for the material separation resulting in subsequent patient effects could not be determined. The damage to the filter may have occurred during the procedure. It may be possible that interaction with challenging anatomical conditions and/or interventional devices contributed to the material separation; however, this could not be confirmed. Although the patient effects of nervous system injury and syncope/fainting are not specially listed in the product instruction for use (IFU). The equivalent patient effect of other neurologic and systemic complications is listed in the IFU, as known adverse events potentially associated with carotid stents and embolic protection systems. It was reported that a 5f mpa guiding catheter was used to retrieve the nav6 protection device. It should be noted that the product instruction for use (IFU), warns: ¿the barewire filter delivery wire must be removed with the rx retrieval catheter.¿ in this case, it could not be determined if using a guiding catheter to retrieve the filter contributed to the difficulties; therefore, a letter to address the IFU deviation will not be required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6- medical device problem code 2017 - incorrect removal

Event description:
It was reported that the procedure was to treat a lesion in the carotid artery with 80% stenosis. The emboshield nav 6 embolic protection system (eps) was advanced without issues and filter was deployed. The procedure was completed when the patient's condition appeared abnormal (unconscious and slurred speech). A random review of the images revealed that an unknown object had detached from the protective filter and migrated distally. Upon retrieval of the protective filter without resistance, the distal marker was noted missing and suspected to have fallen off inside the blood vessel. Attempts were made to remove the foreign object but unsuccessful. A non-abbott stent was used to cover [embed] the foreign object restoring adequate blood flow and the patient regained consciousness and speech function recovered [nerve system injury and syncope]. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. The patient is currently in the ICU under observation for follow-up. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.